Event description:
A complaint received by proxy biomedical on the (B)(6) 2012 via the polyform distributor (B)(6) states that the pt had surgery to repair pop and stress urinary incontinence and was implanted with a polyform mesh and a gynecare's tvt tension-free support system. Following surgery the pt complained of pain and dyspareunia and required corrective surgery. No further details have been provided. The report was made by the pt's rep (B)(6). The pt is identified as (B)(6) - their age, weight and height at the time of the event is unk. The pt's pre-existing medical conditions include stress urinary incontinence, rectocele and cystocele. The polyform product involved is a 10cm x15cm or 15cm x 20cm size - the lot number is unk. The date of implantation was (B)(6) 2006. The hospital where the implant procedure occurred is (B)(6). The pt also had gynecare's tvt tension-free support system implanted during the surgery. The pt underwent corrective surgery on an unk date; pt continued to suffer from the complications afterwards.

Manufacturer narrative:
Eval: device was not returned for eval. Conclusion: inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such as pain and dyspareunia is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).